Event description:
It was reported that the connection area between the syringe and the gun broke during a procedure. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Discarded by user facility.